Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (14 mg/ml at 2.5 mg/day) via an implantable pump for unknown indications for use. It was reported that pump appeared to be very superficially placed with broken skin over it so a pocket revision was performed. The healthcare provider (hcp) was concerned about possible infection and sent swabs for pathology. There were no external factors that contributed to the issue. No diagnostics/troubleshooting were performed and the issue was not resolved at the time of the report. The patient's weight was unknown and they had a medical history of chronic pain syndrome. Additional information was received from the rep on 2021-04-27 who reported that the pump was not exposed and it appeared to be skin erosion. The infection swab results were negative for bacteria but positive for yeast growth. The issue was unresolved at the moment as the patient was currently hospitalized at another facility. The information was confirmed with the hcp.